Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details a ¿drill got stuck on guide and drill broke inside¿ during the procedure. Reportedly a backup was used to conclude the procedure without surgical delay and/or injury. The patient impact beyond the reported use of a backup device to conclude the procedure could not be determined as no medical documentation or responses to information requests have been provided as of the date of this investigation. However, reportedly there was no surgical delay or patient injury; therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1

Event description:
It was reported that during procedure, while inside the patient, drill got stuck on guide and broke inside. Procedure concluded with a backup device from smith and nephew. No injury or delay reported.